Event description:
Additional information was received which indicates that the patient is in chronic atrial fibrillation (af) and the atrial sensing was still programmed on. This is what is causing the longevity estimate to drop. Ts suggested turning off atrial sensing and indicated the device is operating as designed.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Approximately six years later this device was explanted and replaced for an upgrade to a cardiac resynchronization therapy pacemaker (crt-p). No additional issues were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this pacemaker was implanted one month ago. The device was recently interrogated and the longevity remaining was 5 1\2 years. The patient inquired if this was normal. A technical services (ts) consultant was contacted regarding this issue and indicated the longevity varies depending on use and programming. Additional information has been requested; however, no further information is currently available.